Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. The correct serial number is, (B)(4); not (B)(4) as previously reported. The date of the initial report is (B)(6) 2016; not (B)(6) 2016 as previously reported. (B)(4).

Manufacturer narrative:
This report is submitted on july 7, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the receiver stimulator due to an infection at the implant site. The issue could not be resolved and subsequently, the device was explanted on (B)(6) 2016. Re-implantation is planned; however has yet to occur as of the date of this report

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics (date not reported). Correction: the device did not extrude as previously reported. This report is filed july 28, 2016.